Event description:
The doctor could not get iab out of packaging. The iab would not come of the blister tray retainers. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk - reported 3/31/97. Pt's current status: unk rpt'd 3/31/97.